Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead impedance was trending upwards. The physician was concerned lead failure was imminent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an audible alert. The rv lead was explanted and replaced due to an unknown reason. No patient complications have been reported as a result of this event.